Event description:
Back canes out of alignment, seating crocked. Recline gear falls out of gear. The foot operated hub lock clicks.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.